Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on four of the contacts. Database analysis revealed that the impedance measurements had high values on port c(3 contacts) and port d(2 contacts). The patient has been using programs that use these high impedance contacts. The ipg appears to be working as expected. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Sc-8416-70 (sn: (B)(4)) device evaluation indicated that the complaint of high impedances was confirmed. The returned paddle lead has extensive damage. Visual inspection revealed that all of the paddle electrodes were dislodged and not returned. The paddle was completely separated from the pigtails and all of the cables attached to each electrode were exposed. It appears that excessive tensile force was exerted onto the lead and resulted in electrode dislodgement and the paddle damage. Based on the review of patient database captured on (B)(6) 2018, some of the electrodes still had good impedances. Additional damage might have occurred when the paddle lead was explanted and it resulted in the dislodgement of all electrodes.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 04:29 pm CT.the report number is being corrected from: 3006630150-2018-62485to: 3006630150-2018-61898.

Manufacturer narrative:
Model number/catalog number: sc-1200; serial number : (B)(4); batch/lot number: 20532072; model/catalog description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on four of the contacts. Database analysis revealed that the impedance measurements had high values on port c(3 contacts) and port d(2 contacts). The patient has been using programs that use these high impedance contacts. The ipg appears to be working as expected. The patient underwent a lead replacement procedure.